Event description:
This lead was implanted on (B)(6) 2013 and was repositioned on (B)(6) 2013. A call placed to technical services on 4/12/2013 states that this lead was revised due to dislodgement. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).